Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Patient information not provided.

Event description:
According to the reporter, the device failed to hold the suture three separate times during the case. A new device was opened and worked fine. There was no patient harm.